Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 582mg/dl. The customer experienced vomiting prior to his admission. Troubleshooting was declined as the doctor recommended the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked battery tube threads. After testing it was concluded that the device operated within specifications.